Event description:
Mouth piece dislodged from tube. Overtube was used 10 to 15 times. They were doing an esophageal banding procedure. The overtube was removed manually. Rn states there was no bite block in place. The pt was biting on the overtube.